Manufacturer narrative:
Device evaluation: g3, g6, h2, h3, h6 and h10 result of investigation: vyaire field service went onsite the air inlet assembly (dog bone) need to be change together with a new o2 (oxygen) sensor. As a resolution dog bone was replaced. Unit was tested and ovp (operation verification procedure) performed and passed. Est (extended system test passed unit is ready for use.

Event description:
It was reported to vyaire medical that avea ventilator giving invalid gas ID alarm and low fio2 (fraction of inspired oxygen) alarm. As of this time there is no information about patient involvement associated with this reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.